Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, total delamination on plug strap disk shell, an opening on anterior, and yellow particles on the shell. Leak test and microscopic analysis was performed which identified: a sharp opening on anterior and total delamination on plug strap disk shell (adhesive failure). A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening. Total delamination on plug strap disk shell assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and textured to smooth implant exchange. Device has been explanted.